Manufacturer narrative:
It is unknown if there was patient involvement. No patient information was provided. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reports that on an unknown date, the screwdriver placed on a tray was noted to have a grease-like substance. It was reported that no other explanation can be ascertained other than the greasy substance could have derived from the screwdriver. It is unknown if there is a surgical or a patient involvement. This report is for a 5.0mm flexible hexagonal screwdriver. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the issue was found on (B)(6) 2018.

Manufacturer narrative:
Additional narrative: corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.